Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was noted to have tachy therapy deactivated. Additionally, oversensing of noise was observed on this right ventricular (rv) lead resulting in inappropriate anti-tachycardia pacing (atp) as well as low out of range shock impedance measurements. No adverse patient effects were reported. At this time, this device system remains in service.